Event description:
On (B)(6), 2010, the lay user/pt's mother contacted animas alleging that the pt's insulin pump was calculating incorrect bolus doses. On an unspecified date, while the pt was at school, the reporter claimed that the subject pump recommended a 9 unit bolus for an intake of 20 grams of carbohydrate. It is not known what the pt's blood glucose level was at the time of the recommendation. The pt's mother reported that the school nurse suspected that the bolus calculation was incorrect and advised the pt to remain with her. It is not known if the pt developed symptoms; however, the pt's mother reported that the pt's blood glucose dropped to "42 mg/dl" after the bolus and the nurse treated the pt with juice. At an unspecified time on (B)(6), 2010, the pt's mother also reported that the pt's blood glucose dropped to "36 mg/dl" and she treated him with juice. The reporter stated that the pt had developed numbness in his legs, a symptom he associates with hypoglycemia. The pt's mother also informed the animas cde involved with this contact that the subject pump's case cracked during a fall.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.